Manufacturer narrative:
Based upon the updated information, the reported event would not meet further reporting requirements as the device detached on very first attempt during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that during the procedure this coil did not have any detachment issue. The coil was detached on first attempt.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01334. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of right middle cerebral artery aneurysm, these both coils failed to detach. No patient injury was reported. No further information was provided.